Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) mentioned they had a fall in 2013 and they had to do a revision. A "lil company of mary" took the wires out and put new ones in.